Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer went to hospital due to unknown reason, on unknown date with unknown blood glucose value. Customer stated that the insulin pump had reject new batteries. Customer declined troubleshooting for battery issue and high blood glucose. The insulin pump will not be returned for analysis.